Event description:
It has been reported to the co that upon removal of the device from the package, it was noted that the sidearm of the device had detached. There was no pt involvement. The device is being returned for analysis.